Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was a disconnection between the transfer set and the titanium adapter. The patient's wife then reconnected the transfer set. Two days later, the patient experienced peritonitis manifested by abdominal pain, chills and cloudy effluent. On an unreported date, the patient received treatment with vancomycin (intraperitoneally (ip), 1 gram, duration and frequency not reported) and gentamicin (ip, 60 milligrams, duration and frequency not reported) for the peritonitis event. On an unreported date, the intraperitoneal antibiotics were changed to ceftazidime (dose, frequency, duration and route not reported). It was reported that the patient will continue on unspecified intraperitoneal antibiotics. On an unreported date, the patient was re-educated and four days after the onset, the patient was demonstrated for safe exchange. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set disconnected from the titanium adapter. The patient did not reconnect the transfer set to the titanium adapter and clipped it off. Subsequently the patient experienced peritonitis. Treatment was not reported. The patient was not hospitalized for the event. The cause of the peritonitis was due to the transfer set disconnecting from the titanium adapter. The patient went to the pd clinic and had a new transfer set placed. On an unreported date, the patient discontinued pd therapy and started in center hemodialysis. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this event.